Manufacturer narrative:
(B)(4) . This is a report of a use error, where the connection between a transfer set and a patient line was not fully secure, and the patient had continued to use single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue between a transfer set and a patient line. This occurred during fill 1 of peritoneal dialysis therapy. The technical service representative (tsr) had hp pull down on all the lines to the right of cassette door, ensure that red clamp was open, ensure that the frangible to heater bag was broken, inspect the drain line to ensure it was not touching any water, and press stop and go on hc. During troubleshooting, the hp stated that the transfer set and patient line came apart and the patient line fell and touched the floor. The hp had indicated that they had continued to use the transfer set after the disconnection had occurred and had not had any other issues with connections to the transfer set. The hp indicated that they did not think the transfer set and patient line were fully connected. The hp stated they would start therapy over will all new supplies. The tsr assisted hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.